Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia some time in (B)(6) 2026. The patient's blood glucose levels reached 345 mg/dl. The patient reportedly did not remember if they were wearing the pod or not at the time of the reported event. The patient was treated with insulin drip and was discharged on the same day.